Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connection is confirmed but the exact cause remains unknown. One statlock IV extension set was returned for investigation. No use residual material was observed. The sample was flushed with water using a 12 ml syringe and a leak was observed at the hub of the extension set. The infusion cap was removed and a crack in the hub was observed extending from the proximal end of the hub down to where the hub wings in a ¿j¿ shape. Superficial cracks were visible throughout the material of the hub. Based on the condition of the returned sample, possible contributing factors include damage during storage or handling and material properties. Since the crack was observed on the hub connector, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of juctf090 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (juctf090) have been reported from the same facility.

Event description:
It was reported that upon opening the device it was noted that the hub was cracked. The device was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juctf090 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (juctf090) have been reported from the same facility.

Event description:
It was reported that upon opening the device it was noted that the hub was cracked. The device was not used on the patient.